Event description:
The customer reported the system would not boot up. There is no report of death or serious injury associated with the complaint

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.